Manufacturer narrative:
A1 and h6: additional information was received that there was no patient present at the time of the event. Returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, no fault was found with the returned device. Accuracy tests found results that were all within the internal specifications of +/-3.0%. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 failed accuracy by +8.5% during testing. There was no patient involvement.